Manufacturer narrative:
(B)(4). One used outlook pump IV set and one used tevadaptor, without packaging, were received for evaluation. The set was subjected to leakage testing according to our internal specification. During testing, leakage was observed at the distal caresite y-site port. The valve that leaked was further examined under magnification, and a crack was observed on the female luer threads of the molded caresite valve body. The crack started from the top of the valve port and extended down to the bottom of the luer threads. Without the lot number, a batch record review could not be performed. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a "significant" chemo spill occurred from a leakage at the upper y-site. Methotrexate was infusing and was piggybacked into the upper caresite y-site of the set. An onguard tevadaptor (catalog # 412114) was attached at the y-site. Leakage occurred from the female ending of the caresite y-site. The medication was pouring out from the connection between the caresite and tevadaptor. The entire set-up was changed out, which resulted in a delay of medication administration by 45 minutes. There was no patient injury.